Event description:
Information received indicates the valve was abandoned at implant due to incorrect device size. The valve retrieved during the case was a 23-mm product. The device was intra-operatively replaced with a smaller valve, size 21-mm. No patient complication has been reported.